Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced exit block and phrenic nerve stimulation. The x-ray revealed rv lead dislodgement. A new lead was implanted in the coronary sinus with good measurement. The patient was in stable condition following revision.